Manufacturer narrative:
See MDR 1920664-2007-00528 for delivery device used with this lens.

Event description:
After the lens was inserted into the eye using the delivery device, it could not be centered. The lens was removed and replaced.